Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for high, out of range, high voltage lead impedance. The impedance measurements were normal when tested in-clinic and no other electrical anomalies were observed. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.